Event description:
During an av fistula intervention, the physician went past burst pressure to 18 atm, and the balloon ruptured in half (not longitudinally). The balloon piece came off of the distal portion and impeded blood flow in the fistula. The physician retrieved it with a gooseneck snare. No pt injury reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.